Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: we checked & found this unit can not turn "on" with battery & ac power. We checked this unit connect with ac outlet & battery normally. We replace with a new driver baord. We have full calibration & do all pass. After that this unit can be used normally. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: we checked & found this unit can not turn "on" with battery & ac power. We checked this unit connect with ac outlet & battery normally. We replace with a new driver board. We have full calibration & do all pass. After that this unit can be used normally. No patient involvement.